Event description:
It was reported that during the implant procedure, two left ventricular leads were attempted but not implanted due to high thresholds and phrenic nerve/diaphragmatic stimulation. No left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).